Event description:
It was reported that after the patient independently changed ilet supplies, an alert to change insulin persisted because the pump was left at the fill cannula step, with a reported blood glucose of 203 mg/dl, preventing insulin delivery: upon guidance. The patient reconnected and completed the fill to resume delivery, and the issue had initially been associated with an occlusion that resolved after the supply change, involving the infusion set and tubing. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a missed dose and a delay to therapy without hospitalization. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to an improper or incomplete procedure involving the tubing component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.

Manufacturer narrative:
Initial.